Manufacturer narrative:
. This report was associated with one of the following serial numbers: (B)(6) . Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: not applicable, remains implanted in the eye. Section e1: initial reporter: address: unknown, information not provided. Section e1: initial reporter: telephone number: (B)(6). The device was not returned for evaluation as the lens remained implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that six out of seven preloaded monofocal intraocular lens experienced problems related to haptics holding hands, which delayed the unfolding of the lenses during procedures. The surgical team attempted to adjust the injector timing and the type of ophthalmic viscoelastic devices (ovds) being used; however, these adjustments did not yield consistent results in resolving the unfolding issue. The surgeon has requested information on the proper method for warming the dcb00 lenses prior to their use, which may be relevant to ensuring optimal performance of the lenses. Additional information stated that all required haptics needed to be separated using a sinsky hook and rycroft cannula. All the six lenses remained implanted. This is 3 of 6 reports. Other reports are being submitted. No other information was provided.